Event description:
It was reported during the impant procedure that the rv pace/sense set screw was displaced in header. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. The visual inspection revealed damage to the grommets and a setscrew that was loose/disengaged.